Event description:
Received an electronic report of an event to a dialysis patient from a user facility. The initial reporter was contacted for additional information and the treatment sheets of this event. It was learned that prior to treatment the patient had vomited. The dialysis treatment started and about 10 minutes into dialysis the patient reported not feeling good. The patient's blood pressure at this time was 95/41 then dropped to 65/26. Also the patient complaint of back pain. O2 back pain. O2 sat obtained at that time was 77-95% so staff applied oxygen. The patients blood was now returned. Shortly thereafter dialysis was restarted when the patient complaint of of feeling bad again. Treatment was discontinued. Of note was a fluctuating bp and o2 sats. Also the facility was attempting to remove over 6 kg of fluid that the patient had gained. The md was notified and the patient was transferred to the ed.

Manufacturer narrative:
Record review: the record review did not indicate anything relative to the complaint. Sample analysis: no sample has been received for evaluation. However, companion samples were tested which included performance testing extracts, pyrogen testing, and biocompatibility. These four test schemes were selected from the iso 10993 suggested list as representative of the most sensitive biocompatibility tests and those that represent the quickest reactions. The absence of any adverse data from these and all laboratory tests support our contention that no biocompatibility issue exists with with the e-beam dialyzer. The complaint issue and lot number will be monitored for trends. Quality investigation 05-001 was opened to isolate a cause and effect relationship between e-beam sterilized dialyzers and alleged reactions reported by hemodialysis patients and/or facilities. This complaint file is included as part of the monitoring effort involved in this quality investigation.